Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that a vaxcel dual lumen PICC was therapeutically implanted in a pt (age and gender unknown) in 2006. The next month, during flushing of the device, the clinician identified a pin hole located on the catheter proximal to the suture wing. The device was removed and replaced successfully with another same device. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction. Upon return of the device and a full investigation, it was noted that the reported hole was actually located distal to the suture wing.

Manufacturer narrative:
The customer returned one vaxcel dual lumen PICC. It was received in a condition that indicated that it had been used in a pt. A review of all mfg records revealed that all records appeared normal and within specification. No quality related issues were noted. During the device evaluation, a 0.014" hole was seen just distal to the dual lumen PICC catheter. This hole was located along the molding parting line where the two sides of the mold halves clamp together. This device has been received by this MFR; but the evaluation has not yet been completed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.